Event description:
It was reported that during follow-up, it was noted that the right atrial lead dislodged. The lead was explanted and replaced on (B)(6) 2014. The patient's condition was good post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.